Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon used said instrument in conjunction with universal handle to impact tibial prosthesis into patient and on 4th blow to the strick plate on the universal handle the white tibial punch attachment broke in two pieces.

Manufacturer narrative:
Product complaint # :(B)(4).

Manufacturer narrative:
Investigation summary: examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.